Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the motor unit caused burns to patient lips. During the surgery (teeth extraction), the patient had tissue peeling inside the lip. There was temporary impairment. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved components: gd678 - microspeed uni micro 150 motor - lot unknown. Gd672 - microspeed uni motor cable f/foot ctrl. - lot unknwown.

Manufacturer narrative:
Additional information/correction: b5 - lots of involved componets added d9 - date the product returned to manufacturer d10 - lots added h3 - device evaluation h6 - codes based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: the investigation of the three devices has been carried-out by the aesculap technical service (ats) according to the corresponding service manual. Ref. (B)(4) / (B)(4) tip slightly worn no untypical running noises tool can be clamped and unclamped easily handpiece does not get hot function according to specification the last repair/maintenance was executed in december 2021. Hence, a maintenance is recommended. Ref. (B)(4) / (B)(4) excerpt: no untypical running noises no excessive heating after 3 minutes running time no damage according to specification the last repair/maintenance was executed in december 2021. Hence, a maintenance is recommended. Ref. (B)(4) / (B)(4) excerpt: no untypical running noises according to specification the last repair/maintenance was executed in december 2021. Hence, a maintenance is recommended. Explanation and rationale: all three devices have been checked and found functionally to be according to the specification, valid at the time of production. The complained error (heating) cannot be confirmed. Conclusion and measures / preventive measures: based upon the investigation results no failure was detected. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: lot numbers for involved components now available. The malfunction is filed under aag reference (B)(4). Involved components: gd678 - microspeed uni micro 150 motor - lot 51847797 gd672 - microspeed uni motor cable f/foot ctrl. - lot 51847790.